Event description:
Unintentional movement of the beds head section.

Manufacturer narrative:
The hill-rom technician found fluid ingress into the right siderail patient control board. The technician replaced the control board to repair the bed.